Event description:
A surgeon reported that a memory lens implanted in a pt's eye has since opacified. The lens was explanted & replaced in 2004. Several requests have been made for additional information. However, no further information is available at the time of this report.